Event description:
A nurse reported an intraocular (iol) lens was exchanged due to the patient experiencing glare and distorted vision. Additional information was received from the surgeon who reported that the patient's glare and distorted vision continuous and is not expected to resolve. The surgeon also reported that the patient experienced blurry vision that continues and is uncorrectable. An unapproved handpiece and viscoelastic were used during the procedure.

Manufacturer narrative:
Evaluation summary: the lens was returned. One haptic is broken and the optic has small crack from the lens case. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge; however, the indicated handpiece (possibly an error) cannot be used with this cartridge. The indicated viscoelastic is not approved. The product investigation could not identify a root cause for the reported complaint. The focal length and resolution were within specifications. Damage was observed, which due to the condition of the returned sample is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).